Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient has high impedance was scheduled for a revision. Information was later received indicating that the patient had a full revision due to the high impedance. Impedance values were within normal limits with the new devices. The explanted devices are unavailable for return for product analysis, indicating that they were likely discarded. The patient's physician later clarified that during the surgery there were no visible breaks in the lead. It was still reading high impedance with a new generator so the lead was also replaced. Then, results were within normal limits. X-rays were taken for the high impedance. No other relevant information has been received to date.